Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019/05/08. It was reported it was unknown how many times the device had overdischarged. No further complications were reported/anticipated.

Manufacturer narrative:
Note, event date is an approximation only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient's ins was overdischarged due to patient compliance. There was no response with the programmer. A trickle charge was done successfully, and the patient was able to get a charge screen. However, the issue was not resolved. It is unknown at this time if surgical intervention is planned. No further complications were reported. No patient symptoms were reported.